Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew 5.5 implant procedure set, the surgeon allegedly over tensioned the device, causing the cross pin to break. The implant could not be retrieved from the bone, making it necessary to drill a new bone hole. The procedure was completed without significant delay using a backup implant. There were no pt complications reported as a result of this event.